Manufacturer narrative:
(B) (4)

Event description:
Procedure: roux-en-y. According to the reporter: a leak test proved the gastric pouch was successful at time of surgery. However, the next morning, on (B) (6) 2010, after a swallow test, the patient vomited and experienced pain. The surgeon brought the patient back into the operating room and found a large leak at the staple line near the angle of his. There were unformed staples at the site and the surgeon over-sewed the staple line. Upon completion, an air test was successful. The surgeon also scoped the patient and sutured laparoscopically.